Event description:
It was reported that during a rectum procedure the clips would not advance. The device released just two clips. Another like device was used. There was no patient consequence.

Manufacturer narrative:
(B)(4). Damaged jaws. Evaluation summary: the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected 2 clips due to the condition of the jaws. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.